Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Service technician replaced user interface module on avea unit. Performed touch screen calibration and full owner verification process and the device passed per manufacture specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module has no display upon power up on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.